Event description:
The device was received for service. During service, failure code 550 was found by baxter service tech. According to hosp representative, there was no record of any pt incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. No additional contact info was provided.